Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 37 mg/dl. Reportedly, the cause of low bg was unknown. Customer was treated with glucagon shots administered by paramedics. Contact reported that the customer had other medical issues not related to diabetes. Recommendation was made by tandem technical support to consult healthcare provider.